Event description:
It was reported the stent prematurely deployed during delivery over tortuous anatomy in the posterior communicating artery (pcom). Another stent was placed across the aneurysm neck without any issue. There were no clinical consequences to the patient.